Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low laser power during a procedure. The case was completed by turning up the laser power a little bit. There were no cancellations or delays. Patient impact is unknown. Additional information has been requested and received.

Manufacturer narrative:
The customer reported low laser power during a procedure. The case was completed by turning up the laser power a little bit. There were no cancellations or delays. The patient impact is unknown. The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on january 26, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).